Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The aus was replaced, and the physician found a hole in the pressure regulating balloon (prb) that resulted in a fluid leak from the device. There was no additional patient complications reported.